Event description:
It was reported that the patient said that she could no longer hear, so her parents took her to the hospital for a check-up in 2009. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.